Event description:
Pt was implanted with lcp proximal humerus plate (241.901) and screw construct on an unk date for acromioclavicular joint separation. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The pt did not heal due to pt's biologics. Surgeon removed all hardware and pt was not revised to any add'l hardware. Procedure was completed with no further problems. This is the third of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.